Event description:
General report received of approx 4-5 undocumented incidents of leakage from the connection of the pre-pierced injection port to the extension set. The sets were connected to the pt's peripheral IV access devices. The pts received two separate 0.5ml to 1ml injections of technecium 99 (tc99m), a radioactive material, each followed by a 5ml flush of normal saline. There was an unspecified amount of leakage reported from the connection of the pre-pierced injection port to the extension set. It was unspecified if the leakage occurred with the first injection or the second injection. There was no reported contact of the radioactive material with the pts' skin. The leakage was decontaminated according to policy. There were no reports of pt harm. The procedures were all reported as completed. Though requested, no additional info was available.